Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, the device was unable to be interrogated with the radio frequency (rf) wireless antenna. The device was able to be interrogated with the inductive wand. But upon reattempting wireless interrogation, a grey programmer screen was observed, and the interrogation failed. Wireless rf communication was restored after installing cyber security software. There were no patient consequences.